Manufacturer narrative:
The basal-iq pump user guide states: "the pump is indicated for use with novolog/novorapid or humalog u-100 insulin."; "change your cartridge every 48-72 hours."; "do not reuse cartridges"; "always remove all air bubbles from the pump before beginning insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using cold and room temperature insulin (novolog, fiasp and humalog), and reusing insulin (but has since stopped). Reportedly, customer completed the air removal step during the load sequence "most of the time" and pump supplies were changed every 3.5 days. Tandem clinical support reminded customer of indications for supply changes and encouraged customer to follow the pump instructions for use. There was no reported adverse patient effect.